Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to operate on ac or dc power. Physio determined the cause of the failure to be a broken retaining tab of the power pcb to therapy pcb cable assembly. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a pt use, it was reported that the device would not power on battery or ac source during a "critical point." The user retrieved a second defibrillator for use once the issue occurred. There was no adverse event reported as the result of the device use and no further details on the event and/or the pt provided.